Event description:
High resistance/impedance reported; the impedance was out of range. The device was removed from service. No patient complications have been reported since the device was removed from service.